Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified left anterior descending (lad) artery. A 1.50x15mm traveler rx balloon ruptured at first inflation at 6 atmospheres (atm) when attempting to dilate the lesion. There were no adverse patient effects and no clinically significant delays. No additional information was provided.